Manufacturer narrative:
The balloon ruptured and got caught on the severely calcified lesion. During withdrawal, the device separated in the patient and surgical intervention was performed, resulting in prolonged hospitalization. The angiosculpt device is with the hospital's risk management department and is not being returned for evaluation. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt balloon burst at 14 atm and the wires got stuck into heavy calcium in the sfa. During removal, the device separated in the patient and was sent to the operating room. The patient was opened up and device was removed.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR submission.